Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter, "consumer reported needle clog during priming, problem occurred about two weeks ago. Also mentioned that her glucose level was elevated in june."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number.

Event description:
It was reported that a needle clog occurred during use with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter, "consumer reported needle clog during priming, problem occurred about two weeks ago. Also mentioned that her glucose level was elevated in june."